Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device and right ventricular (rv) lead, the rv lead had to be repositioned several times before an acceptable pacing threshold measurement was obtained. The procedure was completed without any other issues and defibrillation threshold (dft) testing was performed with successful conversion. At this point, the field representative left the hospital. While in the recovery room, the patient experienced a ventricular fibrillation (vf) and the device delivered therapy appropriately which initially converted the arrhythmia, but after five beats, the patient went back into the vf. The device appropriately treated the arrhythmia with three additional shocks, then a magnet was placed over the device and the patient was treated with a mechanic heart massage device. It was also reported that blood in the pericardium was observed. An echocardiogram confirmed a perforation of the right ventricle and the blood was drained from the pericardium; however, the patient's heart did not recover. The field representative was called back to the hospital to program the device to monitor only. The patient subsequently died close to one hour later. The cause of death was listed as cardiac tamponade. It is unknown if the perforation caused or contributed to the tamponade. There were no allegations against the functionality of the lead or that it had caused or contributed to the patient's death. The device and rv lead will not be returned.